Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) in the viewing station cabinet would not boot up or hold charge. Uninterruptible power supply (ups) in the viewing station was replaced. A system checkout was performed after replacing the part. System passed all tests and is functioning normally. The suspect parts have been not received by manufacturer.

Event description:
A medtronic representative reported that while outside of a procedure a continuous beeping sound could be heard from the mobile view station (mvs) of the imaging system. There was no patient present at the time of the issue.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not power on the ups and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.